Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the surgeon requested the implant to be opened. It was noted that the sterile package was compromised. Substitute product was used. No delay in surgery or impact to patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the device identified that it had punctured through the inner sterile cavity. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.